Event description:
It was reported that, during an unspecified surgery, the pin driver did not screw the bone pin into the bone. The issue was resolved by replacing the pin driver. Surgery was not delayed. The patient was not injured.

Manufacturer narrative:
The reported device, used for treatment, was not made available to the designated complaint unit for investigation. Thus, visual and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events.. The relationship of the subject device and reported event has not been established and a root cause could not be determined. It was reported that the pin bent and stuck inside the pin driver. A factor that could have contributed to the reported event are if the drill used did not have enough power and the pin driver was torqued and bent the pin, causing it to get stuck. It is likely that the user was holding the drill at an angle that made the pin bend, instead of upright. Since we were not present at the time of the case, we cannot confirm or deny this.